Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2024-02705 for a similar event reported from the same customer.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was put through extensive debug and final testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log acknowledged the reported event; however, it was determined not to be a device malfunction. The device log indicated the user was in pacer mode, which prevented them from seeing the ECG signal due to being in the wrong mode. Customer was advised to review proper pacing instructions. ECG through pads will not be displayed as ECG during pacing can only be obtained via ECG leads. Analysis of reports of this type has not identified an increase in trend.